Manufacturer narrative:
(B)(4). Note: beckman coulter is conducting a retrospective review of its global service records, to ensure that the records had been adequately evaluated for potential complaint information and any warranted follow-up action, including MDR reporting. This MDR report is a result of that retrospective review. Manufacturing investigation: no parts were returned to the manufacturer for physical evaluation. The au680 clinical chemistry analyzer was evaluated at the user facility by a beckman coulter field service engineer (fse). Instrument functional checks were performed which identified erratic ise results. The service documentation revealed that the sample probe tip was bent. The fse replaced and realigned the probe which resolved the issue. During the on-site evaluation the fse experienced cal issues with phos; after inspection the fse noticed both r1 and r2 syringes were worn and both syringes were which resolved the issue. Following the service activity, the instrument was restored to full functionality. The investigation into the cause of the reported problem was able to confirm the failure mode. The fse identified a bent sample probe tip and worn r1 and r2 syringes which attributed to the reported event. Therefore, the complaint event was confirmed. .

Event description:
It was reported by the customer that they experienced electrolyte issues and erratic ion-selective electrode (ise) results. There was no report of death or injury.